Event description:
Pt revised for dislocation found disassociation of cup/liner. Some of the pegs on liner and shirred off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.